Manufacturer narrative:
(B)(4). Device was not returned for evaluation.

Event description:
It was reported that during a hals nephrectomy, "the disc ripped twice they got the gel port to complete". Surgeon feels he ripped the device by over stretching it. No patient consequences.